Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the inner catheter broken in half and the left ventricular (lv) lead dislodged when slitting the catheter. The lead and the catheter were not used, and another lv lead was implanted. No patient complications have been reported as a result of this event.